Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 23mm sapien 3 ultra valve implanted in aortic position by transfemoral approach, the aortic valve area (ava)/effective orifice area (eoa) measured 1.0 cm2 with an average gradient of 19mmhg during the 30-day follow-up echocardiogram. At the one-year follow-up, the ava/eoa increased to 1.1cm2 with a gradient of 14mmhg. As a consequence, medication was required. During the 3 year fu echo, it was noticed that the gradients increased (av pgmax 33 mmhg, av pgmean 20 mmhg, av vmax 2.87 mis, ava v110.8 cm2, ava vmax 0.9 cm2, and ava index 0.4 cm2/m2). No stenosis was reported. No actions were planned or taken at the site. Additional information was received indicating that after 3 years and 9 months post tavr the patient was presenting cardiac decompensation (heart failure/chf/low output failure) and was hospitalized at the telemetry station due to severe aortic valve stenosis with av leaflet calcification and ava 0.64 cm2. A new valve was implanted in a valve in valve procedure. The event was resolved.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Added new information received to b7. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case calcification was confirmed based on evaluation of the provided medical records. Available information suggests patient factors (renal failure) likely contributed to the event as reported the patient suffered from chronic kidney disease. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.